Manufacturer narrative:
(B)(4): final analysis of the pump reported high s2 battery resistance. The battery resistance waveform test showed a high resistance of 2468 ohms.

Event description:
Device was explanted due to normal battery depletion.